Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display was dim, faded, and discolored. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, the keypad was intact, but the up arrow button had an intermittent response. Contamination was found under all the button contacts when the keypad cover was removed. Also unrelated, the battery cap was stripped.